Event description:
It is reported that the customer's insulin pump alarmed a button error. Customer stated the insulin was exposed to moisture. The blood glucose reading was 11mmol/l. No additional information provided.

Manufacturer narrative:
Intermittent button response due to corroded keypad traces. No button error alarms noted. Cracked reservoir tube lip, cracked battery tube threads, scratched display window and cracked case near display window corners noted during visual inspection.a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.